Manufacturer narrative:
Zimmer biomet: (B)(4). Patient identifier, age or date of birth, weight, date of event are unknown.

Event description:
It was reported that a locator abutment had fractured.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zest per#: (B)(4). Condition of product received: the unit was not returned to zest for over sixty days. The customer was contacted. Inspection: no physical evaluation can be performed. Lot history review: no results are available since no zest lot number was provided by the customer. The complaint has been received, reviewed, and evaluated as required by zest dental solutions complaint process and applicable regulations. Based on zest's evaluation of the returned product, there was no change in reportability for the reported item. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative.